Manufacturer narrative:
(B)(4). Unit had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. Pump not received with original battery cap. Battery cap cracked/damaged unknown.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose level was 214 mg/dl. Customer called back with blank display after receiving new battery cap. Customer states the contacts on the battery cap are missing and damaged. Even after troubleshooting insert battery alarm did not display on the insulin pump screen. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.